Event description:
It was reported that one day after implant, the left ventricular lead dislodged. The lead was repositioned. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).